Event description:
Stapler was placed around stump of appendix. White handle, then block handle closed and made loud cracking sound, then would not release. When finally released the staples were not crushed and one side of appendix was cut leaving a hole in cecum. No gross spillage occurred. A second stapler fired without difficulty. Pt had no apparent complications.